Manufacturer narrative:
D6: there is no explant date at this time. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
Us complainant reported that a patient arrived status post st-segment elevation myocardial infarction percutaneous coronary intervention to left anterior descending artery with cp. Cp removed however the patient required increase support with up trending pulmonary hypertension pressures and drop in mixed venous oxygen saturation, intra-aortic balloon pump (iabp)placed. Overnight patient has required increase support pressor support. Decision for 5.5 placement and iabp removal. The 5.5 was successfully placed. During support the patient had a run of ventricular tachycardia and was requiring higher doses of milrinone & levophed. In addition the impella measuring deep at 8cm, plan was to reposition with surgery team. The patient was resting on impella support as bridge to left ventricular assist device.